Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units EKG readings are coming on and off. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge service technician found the display cable to base to be intermittent when touched. Technician cleaned display connector. Unit passed all calibration, functional and safety tests. Unit was returned to the customer and cleared for clinical use. All available information has been provided and no further information is available.

Event description:
N/a.